Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective therapy. Further follow-up indicates the physician implanted the lead in the wrong location. As a result the system was explanted.